Manufacturer narrative:
The lot history record of the reworked lot number have been reviewed and no quality issues were noted. The device was returned for evaluation detached from the pushwire. The implant was examined and a hole was found on the membrane. The proximal marker band was found to be bent. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings the customer's report was confirmed. The device was returned for evaluation detached from the pushwire. Based on the device evaluation, it would take approximately 4-5 turns of the device to detach from the pushwire. The device was found to be damaged. However, the cause for the damages could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. This report was inadvertently previously filed under the covidien (irvine) registration number of manufacturing site (MDR# 2029214-2015-002507). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.

Event description:
Medtronic (covidien) received information that an mvp device detached prematurely during an y90 mapping procedure. The physician placed the mvp in the gastroduodenal artery (gda) with a diameter of 4.0 mm and normal blood flow. Upon resheathing the device for repositioning, the mvp popped out of the target vessel, detached prematurely, and lodged in the proper hepatic artery. The device was successfully retrieved with a goose neck snare. It was reported that the physician did not rotate the delivery wire during the procedure, the mvp mechanical detacher was not yet on the wire, and there was no excessive torque on the system. The patient had an occluded hepatic artery after the procedure and was being treated with heparin. No patient injury was reported as a result of this procedure.